Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 123 found the pt review successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events of femoral notching. There were 7 other reported events (pr1443555, pr1574869, pr1597920, pr1636892, pr1689895, pr1694868, and pr1730336). Conclusion: the case files (patient session data, vplog data, and patient x-ray) were reviewed. An analysis of the femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints, burrlist and implant plan was completed. An analysis of the crisis log file could not be performed as the file was not provided. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The patient post-op x-ray was reviewed by an independent reviewer and confirmed notching on the anterior femoral cortex. The application software displays the notch warning after the femoral component is extended by = 2 degrees or translated by = 2 mm from the implant plan which is within the accuracy tolerance region. A comparison of the burrlist and the patient implant plan shows that the femoral resections were made according to the plan. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Both anterior and anterior chamfer femoral cuts were 1.5 ¿ 2mm deep and rotated with respect to the implant plan causing severe notching.first cut was distal femur and we confirmed accuracy before proceeding. Case type tka *session file and logs in complaints folder* *** updated information*** session file/log name: (B)(4) hospital.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Both anterior and anterior chamfer femoral cuts were 1.5 ¿ 2mm deep and rotated with respect to the implant plan causing severe notching. First cut was distal femur and we confirmed accuracy before proceeding. Case type: tka. Session file and logs in complaints folder. Updated information: session file/log name: (B)(4) roche (B)(6) hospital.